Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01-apr-2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. After the spaceoar vue implant, the patient experienced pain while sitting or standing, decreased diameter to his fecal output, weak flow, two hours of nocturia, and a slight fever. It was noted that the patient experienced the feeling of urgency, fullness and a possible infection. A computed tomography (CT) scan for pre-treatment planning showed inflammatory changes around the gel. Another CT scan was performed a few days later, it also showed the gel moved towards seminal vesicles due to a possible abscess. The patient's intensity modulated radiation therapy (imrt) was postponed. The patient was seen for an office visit and appeared to have prostatitis. The patient also experienced a post-void residual of 63cc. A rectal exam was performed and determined the patient has acute proctitis. The patient's rectal wall overlying the prostate was swollen and tender. The patient vitals were not febrile. The patient has a 97.4 blood pressure. The patient was treated with levaquin for 2 weeks. On (B)(6) 2022, imaging was reviewed. The images showed a possible abscess with no rectal wall infiltration of the gel .the gel was away from the rectum and there was a rim of fluid around the gel that appeared to be a collection. The physician recommended the patient continue on antibiotics and advised for reimaging in the future.